Event description:
It was reported that during stripping and ligating of varicose veins, the needle broke as it passed through the skin. Subsequently, 9/10ths of the needle was retained in the abdomen. An additional incision was required to remove the needle.